Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the reported issue could be replicated and that the interface box for the interface box had a communication error. To resolve the reported issue, the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system exited to the start up screen without prompt from the user. The representative reported that the issue occurred when selecting a patient. The navigation system was restarted three times without resolution. There was no patient present when this issue was identified. No additional information was provided.